Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 151mg/dl. Troubleshooting was performed and insulin was observed exiting the infusion tubing during a test bolus delivery. During a follow-up, it was reported the occlusion alarm did not reoccur after a supply change. The contact speculated that the occlusion may have been due to a site issue as the site may have become loose when the customer was swimming earlier in the day. A correction bolus was successfully delivered without the occlusion alarm reoccurring.